Event description:
During an interventional procedure a crack was noted at the hub of the delivery system before inflation. The inner and outer packaging appeared normal.

Manufacturer narrative:
The product has been received and an analysis is pending. Add'l info has been requested and will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.